Manufacturer narrative:
The reported events of over sensing and noise were confirmed. As received, a complete lead was returned in two portions for analysis; the proximal portion (a) measured 7.4cm while the distal portion (b) was measured at 43.5cm.. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 6.2cm ¿ 7.4cm from the connector pin adjacent to the connector boot, consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that noise and oversensing was observed on the atrial lead. No changes were made. The lead was being monitored. The patient was stable.

Event description:
New information received notes the atrial lead was explanted and replaced. The patient was stable.